Event description:
I was a passenger in a vehicle when I checked my blood sugar. My sugar was 259, if I recall correctly, and I remember calibrating my 670g insulin pump with a simultaneous correction dose of insulin. Within a few seconds, my pump beeped at me. I looked down to it clipped on my pant's pocket and it said, "pump error. Delivery stopped. Settings unchanged. Pump restart needed. (I had to scroll down) select ok to restart. See user guide." At this point, there was nothing that I could do (I could not exit, and I could not "go back" and I did not recall being able to select "ok"). I went into instant panic mode because I did not know what restarting my pump would do, and I did not have the user guide with me. I pushed the middle button as it was the only button that would allow me to do anything. Immediately, my pump shut off. If I am recalling the sequence of events correctly, it then restarted on its own and flashed "battery failed" three times. I panicked again, and searched my purse and my sister's car for an aa battery without success. Fortunately, we were within 5 mins of a store where I was able to purchase replacement batteries. My concern here is that the pump did not alarm me that the battery was nearing its end of life. Had we not been near a store, it could have been hours before I had access to replace the battery. When I was able to contact medtronic's help-line later that evening and talk through the situation, they said that the first alarm ("pump error") was a safety check that the pump had failed and that it had something to do with the motor. I would argue that if the pump is going to perform such a check, it should assess the power necessary first, to allow the user to take action beforehand, and not be in a situation like I was. In addition, checking the user guide provides no add'l info except to call the help-line if the error ("pump error") periods. I can only imagine if I were out for a day hike in the mountains or something like that. I do not know others that carry spare batteries (yes, plural, as the rep on the phone said that the pump may reject new batteries). Please note that I have been using the pump for only 8 days at that point, with a brand new battery that was shipped with the pump. FDA safety report ID# (B)(4).